Manufacturer narrative:
The occurrence of increased high voltage lead impedance was confirmed by reviewing the alerts present in the programmer printouts. Additional testing was performed and analysis of the device functionality revealed normal impedance values. The cause of the reported field event was unable to be determined.

Event description:
At a follow-up appointment post-implant, the competitor lead was tested, but no capture was observed. The lead impedance was high and out of range. A revision was performed and the lead was disconnected and reconnected to the header block, but the result was the same. Both the lead and the device were explanted and replaced. The patient was stable.